Event description:
On this x-ray system, the operator plugged in, its c-arm, while it exhibited a m360 error code and then the system's generator module burned up.

Manufacturer narrative:
The hf frequency board had a coil that was carbonized. It was concluded that the problem can only have been caused by the rotor for turning the rotating anode. To keep the time between the user command for x-ray and the actual x-ray as short as possible the prepare time needs to be as short as possible. As a result of this short prepare time the acceleration of the anode is done as quick as possible. The only way to accomplish this is by putting a lot of power via a large electrical current into the rotor motor. This large electrical current most likely caused a component on the generator block to fail. From analysis, it is also likely that in this case the user was aware of the m360 error since it would have shown during the prepare for x-ray phase. Trying to use the system in the m360 error state would not have caused any further damage. There was no image acquisition possible. After replacement of the assembly unit this component system worked correctly. All material is ul certified which means it is self extinguishing and there will be no toxic smoke. No fire hazard exists. This is a normal end of life hardware component failure.